Event description:
A healthcare facility alleged that one (1) of their employees experienced a reaction with symptoms of sneezing, lung irritation, and mild irritation inside of her nose, from the vapors that were produced after activating metricide.

Manufacturer narrative:
The employee sought medical attention with a general practitioner; she was diagnosed with having "burnt reactive airways". She was prescribed prednisone and antibiotics for treatment. To date, the employee reported that she is experiencing mild congestion; however, now she is doing fine. The returned product was evaluated, yielding results within specifications for the activated state; no unusual odors were observed. The retain sample was also evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process and that the product was released within specifications and acceptable parameters. In addition, no other complaints were received with regard to this lot.